Manufacturer narrative:
The device, used treatment was not returned for evaluation, reporting event could not be confirmed. Per the photos attached in the complaint, there is confirmation that the tip of the device broke off. The broken piece was not shown in the photos. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the device history records for the listed batch did not reveal any deviation from the standard manufacturing processes. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further investigation warranted for these complaints; however, we will continue to monitor for future complaints and investigate as necessary.

Manufacturer narrative:
H3, h6: the device, intended for use in treatment was returned for evaluation: a visual inspection was conducted and confirmed that on the screwdriver release handle the cable t, that lock the screw in the key, came out with the point break when was removed from the key which caused it to not properly function. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that the cable t that locks the screw in the key came out with the point break when was removed from the key. It happened during use when the instruments where outside the patient. It is unknown how the procedure was finished. There was a delay between 0-30 min.